Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time. The event was reviewed with an ees cross-functional team consisting of customer quality, marketing, medical affairs, risk management, and product life-cycle representatives. The following questions were requested by the team: was the patient's anatomy normal? Was this on the initial entry? Can you please describe in detail the technique that was being used to insert the trocar? Please describe the hasson technique? Why was a bladed trocar being used with the hasson technique? Can you please confirm that a general surgeon had to come in to repair the aorta? Did the operating surgeon attempt to repair the aorta prior to calling in a general surgeon? If so, what were the issues that prevented the operating surgeon from repairing the aorta? What is the patient's current condition? Is the patient expected to have a full recovery? Message from sales rep with the additional details: "patients anatomy was normal. Was using hasson technique by cutting down through fat and muscle then placing trocar in. D12lt was used as this is what the surgeons have decided to use. Issue occured with initial entry. A general surgeon was called in to help after the associate specialist had clamped the aorta, as he wanted someone with more experience to carry out this. Patient has made a full recovery."

Manufacturer narrative:
(B)(4). Ees medical director spoke to the surgeon and the following information was provided: "the surgeon stated that these were the only trocars available and that they routinely utilize the hasson / open technique and then place the dilating trocar. They had a policy of having the scrub nurse check to ensure that the device is not armed. It is unknown what state the device was given to the surgeon. They have instituted a policy to reinforce this checking by both the scrub nurse and surgeon. The potential issues of utilizing an armed trocar through an open incision and the possibility of having the knife exposed upon entry were discussed. Ees encouraged the surgeon to consider utilizing a non dilating tip trocar when performing the hasson / open technique."

Manufacturer narrative:
(B)(4). Reset button. The decision was made to disarm the device and let it sit for a week prior to functional testing. Upon functional testing, during 10 consecutive test sequences, the bullet retracted permitting the exposure of the blade during the advancement through the skin test media. The reset button remained in the armed position. However, the bullet could not be retracted to expose the knife.

Manufacturer narrative:
(B)(4). Device armed. The analysis results of the trocar found that it was received with the reset button in armed position and therefore no testing could be performed to evaluate the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a lap appendectomy procedure the doctor went through the aorta with the 12mm dilating tip trocar. He was unsure if the nurse gave it armed or the shield failed, either way he put it in with a hasson technique but went through the aorta and had to clamp it to stop the flow and then get one of the general surgeons in to fix it. Had to open and clamp then repair the aorta.